Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8mpec01a, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(4) reported that on (B)(6) 2020 at 9:30 p.m., he ate pastry. On (B)(6) 2020 at 12:22 a.m., he obtained a blood glucose reading of 2.7 mmol/l on the contour next link 2.4 meter. The customer took three tablets of grape sugar based on the low reading and performed repeat testing, which gave a reading of 16.4 mmol/l at 12:26 a.m. The customer was experiencing symptoms of hyperglycemia. At 12:30 a.m., the customer took 4.5 units of humalog insulin and increased the dose of basal insulin (lantus) to 130 percent for three and half hours. On (B)(6) 2020, at 7:39 a.m., he obtained a reading of 5.5 mmol/l. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.